Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation handles were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported one of the workstation handle fell off. There is no report of injury or death associated with the event described in this complaint.